Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with negative hcg serum samples and 2 miu/ml serum hcg control, all results were negative at read time and met qc specification. No false positive results were obtained. Customer returned 3 vials of serum samples. Each vial was tested 3 times with retained devices. The test results showed 2 vials (label: drawn@0858 and drawn 18:12) were hcg negative; no false positive results were observed. 1 vial return serum sample (label: drawn@1056) showed hcg positive at read time. The test result replicated the customer's observation. Additional testing could not be performed due to insufficient sample. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined.

Event description:
It was reported that on (B)(6) 2016, the patient presented to the emergency department after experiencing abdominal pain and vomiting. The patient was tested on the fisher-sure-vue hcg-stat srm/urine and received a positive result. A confirmatory quant was then performed and produced a negative result of 4.99 miu/ml. No further information was provided.